Manufacturer narrative:
Concomitant medical product: 8637-40 neuro-pump, implanted: (B)(6) 2015; 5092-58 lead, implanted: (B)(6) 2010; 8703w catheter, implanted: (B)(6) 1997; 8711 catheter, implanted: (B)(6) 2002. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent capture. The ra lead was capped and replaced. No patient complications have been reported as a result of this event.